Event description:
A male pt received an implant of I-125 seed impregnated vicryl mesh for local control of non-small cell lung cancer after sub-lobar resection. The implants consisted of I-125 seeds sewn into a nomographically guided geometric array and the area of the implant that contacted the aorta was greater than 50%. The mesh dose delivered to the prescription point was 114 gy (range, 85-120). Serial postoperative computed tomographic studies revealed no seed migration and only localized parenchymal pulmonary fibrosis in the immediate vicinity of the implant. Approximately 22 months after the implant, the pt suffered an acute and fatal hemorrhage from suspected aortic rupture associated with the treatment. Careful examination of this case revealed that this pt received postoperative mediastinal irradiation that delivered an additional 4500 cgy at 180 cgy per fraction, which was completed 3 months postoperatively. Analysis of the orthogonal radiographic films of this particular case revealed that the external beam portals marginally overlapped the significant implant volume. Trombetta m, colonias a, makishi d, keenan r, werts ed, landreneau r, parda d. Tolerance of the aorta using intraoperative iodine-125 interstitial brachytherapy in cancer of the brachytherapy (2008) 7; 50-54.

Manufacturer narrative:
See scanned pages.